Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model number: complete model number unknown, only provided as 350. Serial number: unknown/not provided. Catalog#: complete catalog number unknown, only provided as 350. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. The device was not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). 2018 by the american academy of ophthalmology published by elsevier inc. Https://doi.org/10.1016/j.ophtha.2018.02.003 issn 0161-6420/18. Supplemental material available at www.aaojournal.org. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: treatment outcomes in the primary tube versus trabeculectomy study after 1 year of follow-up. A multicenter, randomized prospective study was done to report 1-year treatment outcomes in the primary tube versus trabeculectomy (ptvt) study. Treatment failure occurred in 23 patients in the baerveldt glaucoma implant tube group and the reasons for treatment failure were due to inadequate iop reduction (n=13) and reoperation for glaucoma (n=10). The reoperations for glaucoma involved placement of a second tube shunt in 3 patients, trabeculectomy with mitomycin (mmc) in 3 patients, transscleral cyclophotocoagulation in 3 patients, and endoscopic cyclophotocoagulation in 1 patient. One patient in the tube group with treatment failure underwent removal of the tube shunt for exposure of the end plate (n=1) in which a phacoemulsification cataract extraction and endoscopic cyclophotocoagulation was performed at the time of shunt removal. Intraoperative complications included hyphema (n=4) and conjunctival buttonhole (n=3). Early postoperative complications reported in the study included shallow or flat anterior chamber (n=13), choroidal effusion (n=9), wound leak (n=1), hyphema (n=8), hypotony maculopathy (n=1), wound dehiscence (n=2), corneal dellen (n=1), and cystoid macular edema (n=1). Late postoperative complications reported in the study included encapsulated bleb (n=10), shallow or flat anterior chamber (n=3), choroidal effusion (n=1), cystoid macular edema (n=1), dysesthesia (n=1), iritis (n=2), diplopia (n=2), plate erosion (n=1), and tube retraction (n=1). Patients were reported to have lost =2 snellen lines due to the following: cataract progression (n=10), glaucoma progression (n=4), macular disease (n=1), and due to unknown reasons (n=2). Further postoperative interventions reported in the study included laser suture lysis (n=22), anterior chamber reformation (n=10), paracentesis (n=7), wound suture (n=2), and laser iridoplasty (n=1).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.